Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: torn & information not clear.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned eight photos of the 30gx8mm bd polybag. The customer reported that the polybags were torn and information not clear. The photos were examined, and it was observed that the polybag is torn down the back of the pouch. Also, the lot number, expiration date and manufacturer date printing is illegible (missing some parts of the information). A review of the device history record was completed for batch# 2255731. All inspections and inspections were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (package printing defect). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: torn & information not clear.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.